Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal cracked while loading the seal into the delivery tube. Even though there was bleeding from the anastomotic site, the surgeon used a second heartstring seal to complete the procedure. No patient complications were reported by the hospital.